Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :17may2019. The blower assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned blower assembly passed all testing, and no errors were generated. No unusual nor excessive noise was noted. The reported complaint of a noisy blower was not duplicated, no fault was found on the returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 01mar2019. The manufacturer¿s international service technician replaced the blower motor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that there was a rumbling sound occurring from a main body during device operation. No patient or user harm was reported. Event date not specified; estimate used.